Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation of the subject device by omsc confirmed following: silicon was attached to the distal end; there was no irregularity on the inside of the instrument channel and the suction channel; there was no irregularity on the instrument channel port, around the cylinders, and the inside of the instrument channel port; there was no irregularity on the suction connector, water supply connector and air supply connector of the endoscope connector; there was no leakage. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from instrument channel of the subject device tested positive for pseudomonas aeruginosa and acinetobacter. The user facility did not provide other detailed information such as the number of pseudomonas aeruginosa and acinetobacter. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.